Event description:
It was reported that the patient underwent surgery to address migration of the generator. The generator was repositioned and placed submuscular rather than subcutaneous as patient manipulates device which likely caused the migration. No or report is available to confirm whether a non-absorbable suture was used to secure the generator initially.